Manufacturer narrative:
Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss for a period of time. Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer reported that low battery alarm did occur prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.